Event description:
The pt reportedly experienced intermittency and decreased battery life with her cochlear device. Programming changes were made, and external equipment has been exchanged; however, this did not resolve the problem. Testing of the device revealed that it was not functioning. The issue was not resolved. Revision surgery will be scheduled.